Event description:
It was reported the patient was catheterized on february 6, and during maintenance on april 16, it was found that the tube had four hourglass holes, and the most serious one showed a state of imminent rupture; for this batch of catheters, there were 3 hourglasses, and because it was not as serious as the 17th, the customer was able to comfort after being informed, but after the continuous occurrence, the customer's emotions were very resistant, and the adverse events in the hospital were also reported. Patients who did not complete the course of treatment required by the chemotherapy regimen could only be extubated and reinserted into the arm. No other information was provided. Additional information provided 16 april 2024: the patient went to facility for maintenance and found that normal saline was seeping out from the puncture point when the tube was flushed. When the patient found that the tube had an hourglass hole, no liquid was infused before, and it was during the interval between chemotherapy; the maintenance teacher slowly pulls it out at once. The pulled out catheter is intact and there are no broken tube fragments in the patient's body. The patient does not feel any discomfort after extraction. Additional information provided 27 may 2024: a total of 3 hourglass cases occurred, the first two cases had only one hourglass hole in the catheter, and the third case had four hourglass holes. It was stated there was no exposure to harmful substances, blood, or bodily fluids. It was reported this occurred with three devices. Two devices had one hole and a third device has four holes. This report addresses the first device with one hole.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was catheterized on february 6, and during maintenance on april 16, it was found that the tube had four hourglass holes, and the most serious one showed a state of imminent rupture; for this batch of catheters, there were 3 hourglasses, and because it was not as serious as the 17th, the customer was able to comfort after being informed, but after the continuous occurrence, the customer's emotions were very resistant, and the adverse events in the hospital were also reported. Patients who did not complete the course of treatment required by the chemotherapy regimen could only be extubated and reinserted into the arm. No other information was provided. Additional information provided 16 april 2024: the patient went to facility for maintenance and found that normal saline was seeping out from the puncture point when the tube was flushed. When the patient found that the tube had an hourglass hole, no liquid was infused before, and it was during the interval between chemotherapy; the maintenance teacher slowly pulls it out at once. The pulled out catheter is intact and there are no broken tube fragments in the patient's body. The patient does not feel any discomfort after extraction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two circumferential splits were observed in the catheter shaft. One split was between the 38cm and 39cm depth marking. The other split was between the 37cm and 38cm depth marking. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient was catheterized on february 6, and during maintenance on april 16, it was found that the tube had four hourglass holes, and the most serious one showed a state of imminent rupture; for this batch of catheters, there were 3 hourglasses, and because it was not as serious as the 17th, the customer was able to comfort after being informed, but after the continuous occurrence, the customer's emotions were very resistant, and the adverse events in the hospital were also reported. Patients who did not complete the course of treatment required by the chemotherapy regimen could only be extubated and reinserted into the arm. No other information was provided. Additional information provided 16 april 2024: the patient went to facility for maintenance and found that normal saline was seeping out from the puncture point when the tube was flushed. When the patient found that the tube had an hourglass hole, no liquid was infused before, and it was during the interval between chemotherapy; the maintenance teacher slowly pulls it out at once. The pulled-out catheter is intact and there are no broken tube fragments in the patient's body. The patient does not feel any discomfort after extraction. Additional information provided 27 may 2024: a total of 3 hourglass cases occurred, the first two cases had only one hourglass hole in the catheter, and the third case had four hourglass holes. It was stated there was no exposure to harmful substances, blood, or bodily fluids. It was reported this occurred with three devices. Two devices had one hole and a third device has four holes. This report addresses the first device with one hole.